Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 186 mg/dl. The customer stated that she was in an accident due to low blood glucose and then hospitalized. Customer stated that she runs low after changing the infusion set. The blood glucose reading at the time of the event was 25 mg/dl. During troubleshooting, found that customer has the fixed prime higher than normal, which causes customer to receive more insulin after the infusion set changes. Assisted customer with setting the correct fixed prime. Nothing further reported.